Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting this report on behalf of hospira.

Event description:
The event was reported by a customer from USA: "volume infused was 70ml and then the bag was empty. Pump has an over delivery issue. During infusion on a patient. No adverse events noted. Dilaudid drug used. Pump was on pca mode. Delay in therapy: unknown. Need for medical intervention: unknown. Human harm: no. Serious injury or death: no."